Manufacturer narrative:
There is a twisting ovalization between 7.0 and 7.4 cm from the ID band in the proximal section of the neuron max catheter . The neuron select catheter was returned broken at the flexible shaped tip. The tip was not returned. According to the complaint, the physician broke the catheter at the end of the case to test how much force it would take to break. A 0.088" mandrel was introduced into the hub and advanced distally. The mandrel stopped 7.0 cm from the ID band. None of the observations made during the device investigation revealed a root cause for the friction noted between the neuron max catheter and the neuron select 6f catheter in the complaint. The physician was able to reposition the neuron max to relieve the friction between the two catheters, therefore it is likely that the lumen of the neuron max catheter was compromised in tortuous anatomy but was not damaged. The ovalization in the proximal end of the neuron max catheter does not appear to be related to the complaint.

Event description:
The physician was performing a left carotid stent procedure on a 90 percent carotid stenosis. The physician navigated a 90 cm neuron max 088 into position by utilizing a neuron select catheter. The arch was a very difficult bovine arch, which required numerous attempts to seat the neuron select into the origin. Once the neuron max and neuron select were positioned into the common carotid just proximal to the carotid bifurcation, the physician then attempted to remove the neuron select catheter from the neuron max. Upon withdrawal the neuron select would not withdraw even with applying significant force. The physician was worried that by applying too much force he would stretch or break the neuron select. After several attempts, the physician then repositioned the neuron max to a more proximal position, and the physician was able to remove the neuron select catheter. The neuron max was repositioned back to its original position and the carotid stent procedure was completed without any issues.